Event description:
It was reported that a customer experienced an under-infusion while using an infusor elastomeric device. It was reported that 50mls remained in the device. This event occurred during patient use, though no patient injury or adverse event was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected with no abnormalities found. A functional flow rate test was conducted on the sample with no noted abnormalities. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.